Manufacturer narrative:
(B)(4).

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary had multiple failed drawers. Upon investigation field service engineer found liquid under tray.there were no adverse events or injuries reported based on this incident.